Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to insert the catheter when the user placed it into the patient. Additional information was received via email on 28 january 2019 from the international business center representative. There was little resistance when inserting the catheter into the patient. The patient was unable to use the catheter and void.

Manufacturer narrative:
The reported event was unconfirmed since the product was within specifications. Visual evaluation of the returned sample noted one opened (without original packaging) dome bag connected to drainage tubing and silicone foley connected to a sample port connector with the tamper evident seal intact. Visual inspection of the sample noted no obvious visible defects or surface irregularities. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40 as compared to attachment 1 of tm0300903 (rev 2). The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. Active length of the catheter balloon was measured (0.6025") and found to be within specification (0.6"-0.9"). The catheter was confirmed to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "malfunction and adverse events 1) malfunction, catheter kinking, damage, rupture, difficulty or failure to remove the device, occlusion of catheter inner lumens, encrustations, accidental removal of the device due to leakage of sterile water or balloon rupture, device damage due t inappropriate use, failure to measure temperature, improper temperature indication."

Event description:
It was reported that it was difficult to insert the catheter when the user placed it into the patient. Additional information was received via email on (B)(6) 2019 from the international business center representative. There was little resistance when inserting the catheter into the patient. The patient was unable to use the catheter and void.